Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no issue with the speaker and there was sound at start up test. Although the device was working to its specification the speaker was replaced as a precaution. Based on the information available and the testing conducted, the reported problem could not be reproduced and the cause of the reported problem is unknown. The reported problem was not confirmed. The device speaker will be replaced as precaution. The device will be returned to the customer. It has been concluded that no further action is required at this time. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device displays a speaker malfunction inop error message and has no sound. The device was no in use on a patient. There was no report of patient or user harm.